Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. The disposable cartridge was not available for evaluation. The actual alarms and causes for alarm cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The operator reported alarms occurred during a routine hemodialysis treatment. While attempting to resolve the alarms, air was introduced into the circuit which could not be cleared. Treatment was ended without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.